Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite ii video system center exhibited touch panel failure error e333 during preparation for use, for a therapeutic procedure. Subsequently, the device was restarted, and the procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e333 indicates a faulty touch panel, or communication failure between the printed circuit board and touch panel. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the communication failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿10.2 troubleshooting guide: ·code e333 ·error message: touch panel error ·cause: the video system center has broken down.·solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.